Manufacturer narrative:
One unused device was returned for evaluation. The device was visually inspected and the manufacturer seal was found to be missing. The complaint is confirmed. Impressions from the bar sealer on the tyvek and clear portion of the packaging suggests that the operator attempted to seal the package, but the catheter tray was present in the sealing area preventing a proper seal from being made. The root cause of this failure is operator error. A corrective action has been opened to address this issue. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The user reported that the received package was not sealed. The defect was found during the receipt of the product. The device was not used on a patient.